Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed that the helix had been stretched out of specification, the helix was distorted/bent, the distal conductor was fractured due to over-stress.

Event description:
It was reported during the implant procedure that the doctor said that the helix was bent and also that the coils seemed to be unwound. The lead was not implanted. No patient complications have been reported as a result of this event.